Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the atrial lead implant procedure, the lead tip could not be retracted after extended. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the helix was stretched, bent, and blood visible on it, damage at implant. Therefore, helix functions cannot be tested at the time of analysis. If information is provided in the future, a supplemental report will be issued.